Event description:
The consumer reported reagent exposure to the eye binaxnow covid-19 ag self test on (B)(6) 2024. The reagent was mistakenly used as eye drops. The consumer reported feeling a burning sensation. Her condition worsened as she rinsed her eyes with copious amounts of water. The consumer sought further care from a (B)(6) pharmacist. The pharmacist provided the consumer with eye drops which improved her condition.

Manufacturer narrative:
The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Manufacturer narrative:
Corrections: d9 - date returned to mfg null: ni to na. E1 - fax number null: ni to na. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to contact their health provider if any irritation occurred. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported reagent exposure to the eye binaxnow covid-19 ag self test on (B)(6) 2024. The reagent was mistakenly used as eye drops. The consumer reported feeling a burning sensation. Her condition worsened as she rinsed her eyes with copious amounts of water. The consumer sought further care from a walgreens pharmacist. The pharmacist provided the consumer with eye drops which improved her condition.